Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation after the pulse generator implantation procedure. The phrenic nerve stimulation was noted on all vectors of the left ventricular lead and the lead was turned off. On (B)(6) 2018, the patient presented in clinic and a vector of the left ventricular lead was found to have good threshold and no phrenic nerve stimulation. The lead was turned back on and the patient was in stable condition.